Event description:
It was reported occlusion alarms occurred that led the customer's blood glucose level to exceed 500 mg/dl, displaying ¿high.¿ the customer took corrective action by delivering a correction bolus through the pump and resolved the issue by changing the cartridge and resuming insulin delivery.